Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting revealed that the pump had alarmed e-13 then e-01 and the basal rates had been erased. The customer's nurse stated that their blood sugars had been high for the last couple of days and the reservoir volume had not decreased. The nurse also said that the customer tends to play with the pump and could have cleared the alarm without realizing it.